Manufacturer narrative:
A sample was not received, at the manufacturing site for evaluation. For the report of posterior haptic pinched by plunger and detached. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. No lot information is available. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A other health care professional reported that during an intraocular lens (iol) implant procedure, the posterior haptic was pinched by the plunger and the posterior haptic was detached. The iol was removed from the anterior chamber of the eye. The lens was replaced with same model lens during initial procedure. There is no patient harm is reported.